Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) had been off for a long time. The caller noted that the patient was not very responsive, and they needed an MRI. In the end, the patient was directed to follow-up with the patient¿s healthcare professional (hcp) for MRI eligibility. There were no reports of medical or therapy issues and no patient symptoms reported. Additional information was received from the patient. It was reported that the patient had radio frequency on their upper back and the ins did not work on the patient's lower back after that. It worked on the patient's legs, but not on their back where it was previously. The patient did not know the cause. The patient met with someone to try to resolve the issue, but they could not. No further complications were reported.